Event description:
The customer reported the unit would not power up by battery power.

Manufacturer narrative:
(B)(4): the customer reported the unit would not power up by battery power. A philips representative evaluated the unit. The reported symptom was duplicated. Replacing the power supply resolved the issue. We will consider this a power supply malfunction.